Event description:
It was reported that during implant, it was difficult to insert the lead into the atrial port of the pulse generator header. The lead was not used and replaced with a new lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the connector boot measured out of specification.